Manufacturer narrative:
The field service engineer (fse) followed up with the robotic coordinator regarding the issue of the instrument failures, and the robotic coordinator noted that the instrument in question had been sent to isi for review. The fse advised the robotic coordinator to insure the sterile adapters were fully seated prior to use. The system was reportedly working properly after the reported event, and no additional action was required. Isi has not yet received the force bipolar instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the force bipolar instrument was stuck on tissue. Per subsequent follow up, the robotic coordinator informed the hinge of the force bipolar instrument broke, which locked the instrument on a suture. The irk was used to attempt to unlock the instrument; however, was unsuccessful. The suture was cut to release the instrument. The broken hinge of the instrument reportedly made the width of the instrument about 11mm and they were unable to remove it through the 8mm trocar. The surgeon stated he used the mega suture cut instrument to push the hinge in to allow the force bipolar to finally be removed from the patient. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. An instrument log review was conducted, which resulted in the following findings: the logs confirm the customer performed a ventral hernia repair procedure on (B)(6) 2020 with system (B)(4). The customer indicated a force bipolar instrument and mega suture cut needle drive instrument were stuck on arms. The following two instruments were used and replaced during this reported procedure: force bipolar instrument part# 470405-06 lot# n10200317-0020 was used for 49 minutes. The instrument was last used on (B)(6) 2020 on system (B)(4) and had 5 lives remaining. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. Mega suture cut needle driver instrument part# 470309-14 lot# n12200317-0076 was used for 1 hour and 4 minutes. The instrument was last used on (B)(6) 2020 with system (b)(4 and had 3 lives remaining. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's system logs for the reported procedure date was conducted by the technical service engineer (tse) during troubleshooting. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clip for the reported event was submitted for review. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 5th usage and, therefore, had not expired.

Event description:
It was reported that during a da vinci-assisted ventral hernia repair surgical procedure, the customer noted two instrument failed on arm 1 and the other on arm 3. The customer informed the intuitive surgical, inc. (Isi) technical service engineer (tse) that a force bipolar instrument failed on arm 3 and had to use the instrument release kit (irk) to release tissue, and a mega suture instrument failed on arm 3. The customer informed that they had completed a procedure prior to the one in progress, with no related issues. The tse reviewed the live logs and found no arm-related errors. The customer informed the tse that the arms were not in close proximity to each other, and the surgeon had plenty of space in between them. The customer requested an isi field service engineer (fse) follow-up. The procedure was continuing as planned with no reported injury. Isi followed up with the robotic coordinator and obtained the following additional information: the robotic coordinator reported that the force bipolar instrument was inspected prior to use, and nothing out of the ordinary was observed. At the time of the reported issue, the force bipolar instrument was only manipulating suture and the hernia sac. It was noted there was nothing too hard nor calcification observed. It was noted the instrument was not in strong grip mode. The surgeon informed the hinge of the force bipolar instrument broke, which locked the instrument. In that moment, the instrument was holding suture. The instrument release kit (irk) was used to unlock the instrument; however, was unsuccessful. Ultimately, the suture was cut. The instrument was unable to be removed from the 8mm trocar because the exposed hinge made the width of the instrument about 11mm. The surgeon stated he used the mega suture cut instrument to push the hinge in to allow the force bipolar to finally be removed from the patient. The surgical tech informed the robotic coordinator that jaws would not fully open and it took them a while to open enough to release the tissue. A backup instrument was used. No video/image was available for review. The procedure was completed robotically with no reported injury.